Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic resection of tumor in thorax, upon firing the reload, the device got stuck when the reload was fired. Another stapler was used in order to complete the case. No patient injury.